Event description:
Trials did not match implants.

Event description:
Trials did not match implants.

Manufacturer narrative:
An event regarding length discrepancy between trial and implant involving a gmrs trial extension piece was reported. The reported length discrepancy between trial and implant components only concerns certain sizes of the trial extension pieces. Dimensional inspection of the subject device indicated that the 80mm gmrs trial extension piece conforms to its specification. Based on the provided information, the product reported in this investigation did not contribute to the event.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.